Manufacturer narrative:
B3: date of event: estimated based on patients were treated between february 2019 and september 2020. Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Article citation: shibata t, iba y, shingaki m, yamashita o, tsubakimoto y, kimura f, hatada a, kasashima f, ueno k, kawaharada n. Editor's choice - comparative analysis of three year results of two paclitaxel related stents for the management of femoropopliteal disease in a real world setting. Eur j vasc endovasc surg. 2025 jun;69(6):865-873. Doi: 10.1016/j.ejvs.2025.03.010. Epub 2025 mar 14. Pmid: 40090612.

Event description:
It was reported that post eluvia implant, events of restenosis, target lesion revascularization, and amputation were observed. A multicenter, prospective, observational study enrolled adult patients with symptomatic femoropopliteal disease scheduled for treatment with either of two drug- eluting stents (des): non-boston scientific zilver ptx and eluvia drug-eluting vascular stent. The primary outcome was three-year primary patency, and secondary outcomes included freedom from clinically driven target lesion revascularization (tlr) and tosaka classification. Overall, 104 limbs were treated with eluvia between february 2019 and september 2020 during endovascular therapy procedures. In the eluvia group, vessel preparation was performed in 101 (97.1%) limbs. The estimated three-year primary patency rates 65.2% in the eluvia group and the freedom from clinically driven tlr rate at three years was 76.3% in the eluvia group. The estimated three-year secondary patency rates were 79.1% in the eluvia group. The incidence of tosaka class iii was 14.4% in the eluvia group at three years. Regarding tosaka classification at three years, 57.7% of all re-stenosis cases were classified as tosaka class iii in the eluvia group. Tosaka classification classes I, ii, and iii were observed in three, eight, and 15 cases in the eluvia group, respectively. All cases of re-stenosis were identified through surveillance imaging. In the eluvia group 21 patients (80.8%) with in stent re-stenosis were symptomatic. The amputation free survival rates at three years were 65.6% in the eluvia group. All amputation cases were classified into rutherford category 5. The incidences of major amputation at three years were 2.9% in the eluvia group.